Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 369 mg/dl. Reportedly, the customer delivered a bolus and the customer stated that the bolus did not lower bg level. During troubleshooting with tandem's technical support, the customer reported seeing air bubbles throughout the tubing. The tubing was primed to remove the air from the tubing. Reportedly, a bolus was delivered to address the bg level.